Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump was received cracked case at display window corner.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer reported they were unable to clear a no delivery alarm because the escape and act button were unresponsive. Customer stated the none of the buttons were responsive on the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.